Event description:
Patient presented to the physician with a seroma and visibility of the ipg at the chest incision. Physician brought the patient into the or, closed the initial ipg pocket, and created a new pocket cephalad to the previous pocket. Physician placed the patient on IV antibiotics after the procedure was completed.